Manufacturer narrative:
Update to b4, g3, g6, h2, h6, and h10. There was no reported damage to the sheath. The device was discarded. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A technical summary written by edwards lifesciences is applicable to this event, therefore an engineering evaluation is not required. Review of manufacturing mitigations and IFU/training materials are captured in the technical summary (ts). As the device was not returned, no visual inspection, functional testing, dimensional testing nor imaging evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The complaint is unable to be confirmed with no returned device or applicable procedural/device imagery. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Furthermore, there was no report of any issues with the sheath during device preparation. Per the complaint description, ''while advancing a commander delivery system, resistance was felt in the entire length of esheath, especially at around external iliac artery''. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in the technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: - tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Per the complaint description, the patient's access vessels had mild tortuosity. - calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per the complaint description, the patient's access vessels had moderate calcification. - undersized vessel can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Per the complaint description, the minimum luminal diameter (mld) was 5.2mm (5.5mm is required for 14f esheath). - steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessel) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The device was discarded. Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6) during a transfemoral transcatheter aortic valve implantation (tavi), a 14 fr esheath was percutaneously inserted into the left femoral artery without resistance. There was some difficulty with deploying the closure device and therefore an additional closure device was deployed. While advancing the commander delivery system, resistance was felt in the entire length of esheath, especially at the external iliac artery. A 20 mm sapien 3 valve was implanted without issue; however, angiography upon sheath removal revealed left external iliac artery dissection. There was no damage to the esheath upon removal. The access site was cut down, and the dissection was surgically repaired. It was unknown exactly when in the procedure the dissection occurred. The access vessel minimum luminal diameter (mld) was reported to be 5.2 mm as reference value measured by edwards clinical specialist. The exact access vessel mld was unknown since severe artifacts were observed in the CT image, and measurement by hospital was not provided. The patient had moderate calcification and mild tortuosity.